Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported he feels he has had an increased number of posterior capsule tears with anterior vitrectomy and intraocular lens (iol) implants in the sulcus with laser assisted cataract procedures. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, no information has been provided to date. Sulcus implant complications and vitrectomy occurrences are related to the occurrence of tears in the posterior chamber. Other contributing factors such as surgical technique, patient anatomy, and movement also contribute to a posterior capsule tear. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, no information has been provided to date.